Event description:
Event description guidant received information that this ventricular lead was surgically abandoned due to induced damage during an av node ablation from the ablation catheter, the day before. The physician felt he got too close to the lead with the catheter and damaged the lead, resulting in the thresholds becoming markedly increasing.